Event description:
The account alleged the brake caster will pivot when in brake position. No injury reported.

Manufacturer narrative:
The account replaced the brake caster horns and stems to resolve the issue.